Event description:
It was reported that the patient experienced "some problems with drug delivery and an unknown problem with the catheter". No patient symptoms were reported. A dye study was performed on the patient, and it was discovered that he needed a new catheter. The patient was prescribed oral medications while waiting for the revision. No volume discrepancies were reported. The hcp planned to replace the catheter.

Manufacturer narrative:
Results: used for the catheter.